Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd fluids. On the same day, the patient was hospitalized for peritonitis. Treatment for the event was not reported. Dianeal therapies were ongoing. At the time of this report the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that on the same day as the onset of peritonitis, the patient began treatment with cefazoline (intraperitoneal, 2 grams daily for 27 days) and gentamicin (intraperitoneal, 80 milligrams daily for 27 days) for peritonitis. On the same day that antibiotic treatment ended, the patient was discharged from the hospital and was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.